Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an "ams pelvic mesh product, specifically the sparc sling system" to treat pelvic organ prolapse and/or stress urinary incontinence. "On or about (B)(6) 2009 and (B)(6) 2010 the plaintiff required additional surgery due to the failure of the sparc." The plaintiff's attorney alleges that the plaintiff was "injured in her health, strength and activity, sustaining injury" and "severe mental and physical pain and suffering." The plaintiff's attorney also alleges that "injuries will result in some permanent disability" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.